Event description:
Clinical notification received for revision due to dislocation. Date of implant: (B)(6) 2004. Date of revision: (B)(6) 2022. Right hip. Treatment: removal of depuy products (unspecified). Were depuy components removed: yes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. H10 additional narrative: added: b1 (is product problem) and h6 (clinical codes).

Event description:
Operative notes reviewed: on (B)(6) 2022, patient's right hip was revised to address aseptic loosening of the femoral stem at the implant to bone interface, and femoral stem implant migration (subsidence and external rotation). The liner, stem and femoral head were revised, while the cup was retained. The stem and head were replaced with competitor devices. She had no surgical complications. Intraoperative cultures taken on (B)(6) 2022 came back negative for infection. On (B)(6) 2022, patient was seen in the office following two episodes of posterior hip dislocation treated both times with closed reduction. The patient was currently on antithrombotic treatment to address a deep vein thrombosis, so there was concern about performing a revision to address the dislocations at that time. While no operative records are available for 17 may 2022, an implant device log record from that date indicates that the patient received a competitor brand dual mobility cup, liner and femoral head (along with appropriate competitor acetabular cup fixation screws). At the conclusion of this apparent revision surgery, there are no longer any depuy products remaining. Given the events reported for revision surgery on (B)(6) 2022, the femoral head and stem present at the time of this complaint have been identified as a competitor products. Specific product information remains unknown with respect to the cup and liner present at the time of the revision, but per the clinical database notification, they appear to be depuy devices. The prior revision from on (B)(6) 2022 does not appear to have been addressed in ecm. An activity has been initiated to review this medical records review for purposes of updating the current complaint, as well as addressing this newly identified revision surgery adverse event from 08 mar 2022, and for the deep vein thrombosis event that occurred between 08 mar 2022, and 17 may 2022.